Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: device can't switch on. Regarding the reported problem, the ventilator has two parts faulty. 1. Control board - device cannot turn on due to the control board defective. 2. Driver board - driver board defective and affected for tightness test. No information about patient involvement.